Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h6 and h10. Based on reported information, the problem has been resolved with the cleaning of the video-connector socket, it is inferred that the adhesion of the foreign objects to the terminal of the video-connector socket resulted in failure to display the endoscopic images. The foreign objects might have adhered to the terminal of the video connector socket due to corrosion and deformation by cleaning the video connector socket or damage of the terminal by applying an excessive force to the device. The IFU (instruction for use includes the following descriptions about troubleshooting, which could have prevented the above phenomenon: · irregularity description: the endoscopic image does not appear on the monitor. · possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. · solution : wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. The device issue was resolved by cleaning the socket with alcohol, blew dried the area of the device socket. To date, there are no other issues reported. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states: remove dust, dirt, and other stains on the surface by wiping with a piece of gauze moistened with 70% ethyl or isopropyl alcohol. Make sure to dry the video system center after wiping with 70% ethyl or isopropyl alcohol. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result.

Event description:
It was reported that the cv-190 exhibited no image. According to the reporter, the image was just black and white. The user tried troubleshooting by swapping cables however, the issue was not resolved. Further troubleshooting was performed by cleaning the device paddle socket with alcohol and blew dried the area of the socket. Issue was resolved. There was no patient involvement on this report. No user impact or harm was reported.